Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy. While closing the vaginal cuff, the needle of the device fell into the patient cavity. It was retrieved with graspers. An x-ray was not performed. Another loading unit was used but the needle fell out of that reload as well. To complete the procedure, another suturing device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Sima plant received one device. The device was tested using two dlu (device loading unit) needles and with the needle received following the product¿s instruction for use through testing media. No difficulties were found loading, toggling and unloading the needle. However, needle disengaged in the media while being toggled. In addition, it was noticed that when pressure is exerted on the needle in an effort to simulate clinical conditions; the needle occasionally impacted the beveled wall surrounding the needle receptacle of the jaws and if this pressure is excessive, the needle might end outside of the jaws . Witness marks from the needle tip impacting the beveled wall were observed in female jaw . No shearing of the toggle switches was observed for the device under microscopic inspection. The jaws were dismantled to measure the critical dimension that is directly related to their alignment between them. Male jaw of the received sample was found within specification. If information is provided in the future, a supplemental report will be issued.